Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of (B)(4). A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): on (B)(6) 2012, a senior nurse in the emergency dept, cannulated a pt with an introcan safety IV cannula. After removal of the needle, the tip of the needle accidentally touched the left 5th finger, drawing blood from the nurse. On examination of the needle tip, it was noticed that the safety clip had not deployed correctly, leaving the sharp tip exposed.